Event description:
Pt died in 2006 while on infusion via ms26, alleged to have infused 48mls in 15 hrs instead of 24 (rate set 48mm/24hrs). Drugs in syringe = alfentanil/levopromazine/buscopan. Pt's old son implicated. Device brought into office feb 2006 for investigation and report. No further info available regarding alleged incident.

Manufacturer narrative:
No evidence to suggest that the infusion error was device related-no faults found with device which would lead to an onverinfusion.